Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial left partial knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to disease progression. During the procedure, it was noted that the tibia fractured. All components were removed and replaced with a total knee system and a tibial plate was implanted. Patient was further revised on (B)(6) 2015 due to patient fall and suspected dislocation and instability. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent an initial left partial knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to disease progression. All components were removed and replaced with a total knee system. Patient was further revised on (B)(6) 2015 due to patient fall. The tibial bearing was removed and replaced.